Event description:
The customer reported that the insulin pump had unresponsive keypad. Customer stated cannot push act button. Customer's blood glucose at that time was 43 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and scratched around casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.